Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7060588, medical device expiration date: 02/28/2018, device manufacture date: 03/01/2017. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® z (no additive) plus urine tube had issues with the tubes and stopper staying in position. No report of injury or medical intervention. No report of blood exposure to mucous membrane.